Event description:
End user reported that her (B)(4) portable concentrator is indicating low o2. User also reported that when she went to plug the unit in, she touched one side of the battery charger which had an exposed wire, it shocked her. No medical attention sought, user had a slight red dot on her hand. MDR filed based on alleged minor injury.